Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the oes cystonephrofiberscope exhibited that the forceps channel port was broken. There were no reports of patient involvement.

Manufacturer narrative:
Correction to h6 "health effect - impact code" of the initial report, "2199 - no health consequences or impact" is being corrected to "2645 - no patient involvement". This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the forceps channel port was broken but a definitive root cause cannot be determined. Olympus will continue to monitor the field performance of this device.